Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection noted: that the trocars, cannulas, circular and envelope seals appeared intact. Only two (2) radially expandable sleeves were received and were intact. The obturators were received. The obturators were received inserted into the cannulas, prolonged insertion can cause the envelope seals to become stretched. A functional evaluation found that the devices failed an air leak test. The obturators were inserted and removed without restriction. The cannula tips were checked with a 221 pin gauge and were in spec. Two devices were used to test for resistance by inserting and removing into the cannula. No resistance was noted. The trocar was opened to examine the duckbill, a minimal amount of lube was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the seal of the device was damaged. The surgical technician was inserting the trocars with the 5mm instruments and the trocar was very tight. It was difficult to pass a 5mm instrument through it. There was no patient injury.